Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient was admitted to the outpatient operating room for an induced abortion. An intravenous catheterization was required; however, fluid leakage occurred at the heparin cap after insertion, which prevented the administration of intravenous anesthesia. The catheter was replaced and the procedure was repeated.